Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No abnormalities that could have contributed to this event were found. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the laser did not cut the corneal flap as expected. Per the surgeon, it was difficult to lift the flap, some uncut areas were noted, and there was a tear on the periphery. However, it was possible to lift and complete the lasik treatment. The surgeon repositioned the flap and placed a contact lens. Additional information has been requested regarding the patient's postoperatvie outcome.